Event description:
Reporter indicated that vns pt was explanted due to infection. Further follow-up revealed that the pt developed an infection at the pulse generator/pocket area after generator replacement surgery for end of service. The pt was hospitalized for two days for treatment of the infection. The infection was treated with IV antibiotics and I&d but did not resolve. The new generator was subsequently explanted and the pt was then placed on oral antibiotics. The infection has reportedly resolved and treating neurosurgeon plans to reimplant in approx 6 weeks.